Event description:
The international distributor reported the ventilator alarmed and went vent inop due to data acquisition pcba adc failure occurrences. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was not in use therefore there was no patient involvement or harm. The distributor contacted the manufacturer for repair advice. The distributor was advised to evaluated the cpu pcb board and gas delivery system for replacement to address the reported problem. The distributor replaced the cpu pcb board to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturer service.